Manufacturer narrative:
Follow-up #1: date of submission 10/17/2016 device evaluation: the device has been returned and evaluated by product analysis on 09/30/2016 with the following findings: a visual inspection of the cartridge was performed. No damage or defects were noted. A fill test was performed with no failures observed. A force test was performed with no issues or failures found. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Manufacturer narrative:
The cartridge has been returned to animas for evaluation an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged that during use, the patient had noticed "black stuff" which appeared to be pieces of the internal o-ring floating around inside the cartridge in the insulin. The patient allegedly had a blood glucose of 546 mg/dl with abdominal pain and extreme thirst but no ketones. The patient received no unusual treatment and remained on the pump. During troubleshooting, customer support found that the cartridges were stored and used per IFU. This complaint is being reported because the patient experienced hyperglycemia and the o- issue is not always detectable prior to use and can result in under-delivery of insulin.